Event description:
The pt had left the stimulation on for the past year, but had felt no stimulation sensation or therapeutic benefit for the past half of the year due to lead migration. The system was replaced with a rechargeable device. As of (B) (6) 2010, the pt was at home recovering from the procedure. The pt had an appointment scheduled to program the new device and get training on recharging.

Manufacturer narrative:
(B) (4).